Event description:
It was reported that the home patient (hp) experienced peritonitis. The patient was not hospitalized for this event. The patient was treated with ceftazidime and vancomycin (doses, routes and frequencies not reported). At the time of this report, the patient was fully recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a follow-up will be submitted.